Event description:
It was reported that the hand piece for battery powered driver was broken. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint pc: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product codes: gxl, hxx.. E3: reporter is a j&j sales representative. Service and repair evaluation: the customer reported that the 05.000.008, hand piece for battery powered driver was broken. It is unknown when the issue was observed.. The repair technician reported that the device have discolored wires, rusted motor, debris on housing, switch, plate and internal components, grinding bearings. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor/gearhead barrier, shcs, pfhs, set screw, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 20-december-2023 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 50. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Part # 05.000.008. Synthes lot # 004124. Supplier lot # 004124. Release to warehouse date: 07 apr 2011. Supplier: (B)(4). No non conformance reports were generated during production. Device was used for treatment, not diagnosis.